Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no insulin seen exiting the infusion set tubing. During troubleshooting, the customer disconnected at the t:lock connection, filled tubing, and reported that a small ball of insulin moved in and out of the cartridge tubing. Reportedly, a new cartridge was loaded to address the event. Blood glucose was 199 mg/dl.